Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving inappropriate anti-tachycardia pacing and multiple inappropriate shocks due to a supraventricular tachycardia arrhythmia. Technical services advised therapy was exhausted and did not terminate the arrhythmia. It was reported the patient was syncopal. Additional information has been requested but was not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.